Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a puddle was noticed on the floor below the IV pole where a bag of d5lr was infusing on an alaris pump. Rn followed tubing and noticed that the tubing had broken off at the lowest y-site connection. IV was stopped and a new IV bag and tubing was hung. There was no harm to the pt. The IV tubing bag could not be located so details of tubing lot are not available."